Manufacturer narrative:
The customer also reported that when the autopulse platform was checked at the station with a mannequin, the platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message and the driveshaft kept rotating when the lifeband was installed. The autopulse platform (s/n (B)(4)) in complaint was returned to the manufacturer on (B)(6) 2015. Investigation results are as follows: visual inspection of the returned platform was performed and found that the battery lock was bent. The physical damage found during visual inspection is unrelated to the reported complaint. A review of the platform's archive data was performed no user advisories were observed on the reported event date of (B)(6) 2015. The last recorded date of customer usage was (B)(6) 2015 where a "system error code 132-internal watchdog timeout" was observed. The customer's reported complaint of the autopulse platform displaying a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was not observed on or around the reported event date. Functional evaluation of the autopulse platform was performed and a "system error code 132-internal watchdog timeout" was observed upon power up, thus confirming the customer's reported complaint of the platform being unable to initiate compressions. Further investigation determined that the pca processor board was defective. The reported complaint of the driveshaft not functioning properly and the platform displaying a user advisory (ua) 07 were not observed during functional evaluation. The driveshaft was able to move freely when a lifeband was installed and does not move when a lifeband is not installed. The autopulse platform was run with a large resuscitation fixture for 15 minutes with no other observed problems. Load cell characterization testing was also performed and both load cells were found to be functioning within specification. Based on the investigation, the parts identified for replacement are the battery lock and the pca processor board. In summary the customer's reported complaint of the platform being unable to initiate compressions was confirmed during archive review and functional evaluation. The root cause was determined to be that the pca processor board was defective. The reported complaint of the platform displaying a user advisory (ua) 7 could not be determined as load cell characterization testing verified that both load cells were functioning within specification. The reported complaint of the driveshaft not functioning properly was not confirmed. The driveshaft was found to function as intended, as it was able to rotate freely when a lifeband was installed. The physical damages found during visual inspection are unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing.

Event description:
It was reported that during patient use, the autopulse platform was able to adjust the lifeband to the patient's chest size. However, the lifeband would not stay down and compressions were unable to be performed. No adverse patient sequelae was reported. No additional details were provided.